Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultravue meter read inaccurately high compared to how they felt. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred on an unspecified date about one month prior to the alert date of (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿148mg/dl¿ with the subject meter. At this time the patient developed symptoms of ¿cold sweat and unstable¿. The patient also stated that on another unspecified date they had obtained a blood glucose result of ¿102mg/dl¿ with the subject meter which they also felt was high as they had developed symptoms of ¿middle shadow, felt fuzzy and had dazzled eyes¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient received glucose from a healthcare professional. After receiving treatment, the patient¿s blood glucose was measured as ¿140mg/dl¿ on an unspecified device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly, and an approved sample site was used to obtain the alleged inaccurate blood glucose results. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.